Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial (d4-lot number, d10-lot number, and h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. The complete evaluation results are as followed: no abnormalities such as damage or corrosion were found in the received handle and inner sheath. Olympus confirmed that it was combined with the electrodes for examination and the high-frequency cauterization power supply esg-400, and it was confirmed that the output was normal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no abnormality were found in the received product. Therefore, a specific root cause of the urethral strictures following transurethral resection in saline (turis) procedures could not be determined from the information received. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that a series of patients developed urethral strictures following transurethral resection in saline (turis) procedures using a combination of this rigid endoscope working guide and resection sheath. Two patients have been confirmed so far, but there may be more. There was an opinion from the physician that the cause was either the handle or the sheath. The devices were inspected prior to use. No errors during procedure. Additional information has been requested. There were no reports of further patient or user harm associated with this event. Patient identifiers: (B)(6) - patient 1 rigid endoscope working guide (B)(6) - patient 1 resection sheath (B)(6)- patient 2 rigid endoscope working guide (B)(6) - patient 2 resection sheath this report is for (B)(6).

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.